Event description:
The device was implanted on 02/20/96, for the arterial infusion of fudr for treatment of cancer. On 1/3/97, the MFR received the following response to a device tracking polling letter from the physician which stated the following: the device was explanted on 11/12/96, due to pressure, necrosis of the skin overlapping the device and a chronic device pocket infection. The device was replaced with two vascular access devices. No further info was provided.